Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 180mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker exhibited beeping tones. Upon review, it was noted that the pacemaker had two stored signal artifact monitoring (sam) episodes which revealed high out-of-range impedance measurements on the right atrial (ra) lead. Additionally, there were several episodes with noise oversensed from the same day. Which led to inappropriate atrial tachy response (atr) episodes. And there was loss of capture at maximum outputs. Which was believed to be caused by lead fracture. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited beeping tones. Upon review, it was noted that the pacemaker had two stored signal artifact monitoring (sam) episodes which revealed high out-of-range impedance measurements on the right atrial (ra) lead. Additionally, there were several episodes with noise oversensed from the same day. Which led to inappropriate atrial tachy response (atr) episodes. And there was loss of capture at maximum outputs. Which was believed to be caused by lead fracture. Reprogramming efforts were performed. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device.

Event description:
It was reported that this pacemaker exhibited beeping tones. Upon review, it was noted that the pacemaker had two stored signal artifact monitoring (sam) episodes which revealed high out-of-range impedance measurements on the right atrial (ra) lead. Additionally, there were several episodes with noise oversensed from the same day. Which led to inappropriate atrial tachy response (atr) episodes. And there was loss of capture at maximum outputs. Which was believed to be caused by lead fracture. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited beeping tones. Upon review, it was noted that the pacemaker had two stored signal artifact monitoring (sam) episodes which revealed high out-of-range impedance measurements on the right atrial (ra) lead. Additionally, there were several episodes with noise oversensed from the same day. Which led to inappropriate atrial tachy response (atr) episodes. And there was loss of capture at maximum outputs. No adverse patient effects were reported. This product remains in service.